Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for a follow up. Alert was noted that hv lead impedance was out of range. Programming changes were performed. Lead will be monitored until time of device eri replacement, and re-evaluated at that time.